Event description:
When the needle was pulled post dialysis, the patient complained of pain at needle site and excessive bleeding. On changing gauge used to hold pressure on site the employee throught she noticed something silver. On checking the fistula needle that had been pulled, it was found to be missing the needle. Only the wings and tubing were intact. Nephrologist and surgeon was notified. Bleeding stopped and patient went to hospital for x-ray where needle was found in venous side of gortex graft. Needle was surgically removed. Needle and wing with tubing sent 2nd day air toexcel internationaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, none or unknown. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. The device was not destroyed/disposed of.